Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient underwent a open right colectomy procedure. There were no issues experienced with the device during the original procedure. The patient was in the recovery room the same day after the procedure when the bleeding started. The patient was brought back to the operating room the same day and the procedure was performed again. There was bleeding from the staple line. Two units of blood were given in the or.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The bleeding started about one and a half hours after the procedure. There was roughly one liter of blood loss. The reason for the original surgery was colon cancer. The device was used for the ileum to colon anastomosis. The patient is doing well.